Event description:
A report was received that a patient was experiencing pain and muscle spasms after being implanted with a paddle lead. The patient's pain occurred with the stimulation on and off. The patient was admitted to the hospital to receive a nerve block, which was unsuccessful. A boston scientific representative reprogrammed the patient. The patient is reportedly doing well.